Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt was experiencing pump stoppage due to a damaged percutaneous lead.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.